Manufacturer narrative:
Evaluation summary: solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. No root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A materials personnel reported that an intraocular lens (iol) was exchanged because it was positioned improperly in the patient's eye. In a follow up, the surgeon reported that the patient's vision was 20/20 at (B)(6) weeks postoperative. The patient developed diabetic cystoid macular edema and had pigment epithelial defect. The patient was given injections of two different medications. Subsequently, the lens was noted to be dislocated and the inferior haptic was in the anterior chamber. At the time of surgery, the superior haptic was noted to be amputated and trapped in the bag. The inferior haptic was in the anterior chamber and a posterior capsular tear was noted. The surgeon reported the event resolved following the lens exchange.